Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose was 20, 145, and 141 mg/dl within 10 mins, with the difference of 72%. Pt did not experience any adverse events. No further info has been reported.